Event description:
It was reported that the customer passed away on (B)(6) 2024. The cause of death was not yet identified; however, it was reported that the customer experienced low blood glucose levels. At the time of this report, pump data is not available for review. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information could be obtained. Should tandem obtain additional information, an update report will be made.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.